Manufacturer narrative:
The control unit of the system was replaced and re-configured. The investigation determined the issue was caused by a database (timeout) error, when the system accessed the system parameter table in the database, which caused the utility settings to be set to default. If the database read error occurs and all utility/system settings are set to default, the following will not be triggered on the measurement result: data alarm "repeat limit", data alarm "clot" (only valid for clinchem and ise modules), data alarm of "reagent expired", "foam detection" on the e801 will not work. The following conditions need to be fulfilled for these settings to be affected: the system is running in sequence mode (non-barcode) mode. The system needs be started from standby after the issue occurred. The samples are not loaded via clas connection. In addition, when these conditions are fulfilled, the date is not visible in the status bar and on the printout screen which is an indicator for the customer. When the issue occurs during operation, only the reagent expired flag, and the repeat limit flag is affected.

Event description:
The initial reporter stated there was an issue with the software of the cobas 8000 core unit. The instrument was working and then stopped loading samples. When a roche application specialist reviewed the system, he noticed that the settings in the "utility-system" menu were reset to default settings. In the status bar of the system screen, a date was not visible, only the time. The same behavior occurred with the print history from the system. As far as known, no patient results were affected by the issue and no erroneous results were reported outside the laboratory.

Manufacturer narrative:
A communication has been provided to customers to notify them of the software limitation that may occur. The change in utility settings on the cobas® 8000 modular analyzer series is triggered by a database error (timeout) in the sql server database, which is a part of the windows operating system. The described software issue may initialize the system setting information database and, consequently, change relevant system settings (e.g., clot detection could be turned off on cobas c modules, and foam detection could be turned off on cobas e 801 modules). Customers are instructed to check daily that the date is displayed. If the date is not displayed, the software limitation might have occurred on the instrument. Specific instructions were provided on how to proceed should the software limitation occur. Medwatch fields h7 and h9 updated.